Event description:
This ra lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2005. It was noted that the impedance of this ra lead was greater than 3000 ohms. A call placed to technical services on 07/10/2018 indicated that this lead was fractured. The physician who capped this lead was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).